Event description:
It was reported from a post on vns facebook ad that vns did not work for this patient and if anything made her seizures longer than usual. No additional or relevant information has been received to date.